Manufacturer narrative:
Circuit kit ol-608030-52 is not sold to u.s. Customers (only (B)(4) customers). The filter within this kit is ol-04750-00. This filter is sold to u.s. Customers. Device listing #d002125, 510 k851070. Upon request, no pt info was provided by the hospital.

Event description:
After extended use (over 4 hours), the filter within the breathing circuit assembly became saturated. This resulted in increased airway pressures over 40cmh20. When the filter was changed, the airway pressures dropped to 20cmh20 (a normal level).